Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown synthes 4.0-mm cannulated screw/unknown quantity/unknown lot. (B)(4): this is for the patient who had lower cervical spine degenerative disease, the patient with the fractured odontoid, the patient whose screw did not reach the apical cortical surface of the odontoid process, but crossed the fracture line, the patient with the odontoid fragment that was left in slight posterior displacement, and the patient with the posterior angular deformity. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: "this report is being filed after the subsequent review of the following literature article: yang, y. L., et al. (2011) anterior single screw fixation of odontoid fracture with intraoperative iso-c 3-dimensional imaging. Eur spine j 20:1899-1907. China and australia." The purpose of this retrospective study was to assess the value of isocentric c-arm three-dimensional (iso-c 3d) fluoroscopy for the insertion of an anterior odontoid screw. The results of the iso-c 3d group were compared with that of an historic control group using conventional fluoroscopy. Twenty-nine (29) patients diagnosed with type ii or rostral-type iii odontoid fracture were treated with a single anterior screw fixation using a synthes 4.0-mm cannulated screw. The patients ranged in age from 14 to 59 years. The retrospective study was from march 2003 to september 2009. Thirteen patients were in the iso-c 3d group, or group b (9 males and 4 females, age range 23-59 years); 16 patients were in the historic control group, group a (11 males and 5 females, age range 14-58 years) which used conventional c-arm fluoroscopy. All operations were performed by a single surgeon using standard procedure and manner. The clinical and radiographic results were recorded and compared between the two groups. The following adverse events were noted during the study: one patient had lower cervical spine degenerative disease, for which the patient underwent c6-7 level anterior cervical discectomy and fusion. One patient had a non-union that was diagnosed by standard radioscopy and CT scans at 12 months after surgery. No motion was seen in the dynamic radiographs in this patient, and fibrous pseudoarthrosis was established at the fracture site. Based on the clinical and radiographic findings, no further surgical intervention was required. In one patient, the fractured odontoid was not reduced with a gap of 1 m (non-union). In one patient, the screw did not reach the apical cortical surface of the odontoid process, but crossed the fracture line. In one patient, the odontoid fragment was left in slight posterior displacement (2mm). In one patient, a posterior angular deformity was observed. Between events 3 - 6 listed above, the fractured healed in three patients and did not heal in one patient. Three patients complained about a decrease in cervical spine motion. Two patients had approximately a 25% limitation on range of motion and one had more than 25% limited range of motion in the cervical spine. This is report 1 of 1 for (B)(4). This report is for an unknown synthes 4.0-mm cannulated screw, unknown part#/lot#. A copy of the literature article is being submitted with this medwatch.